Event description:
Customer stated that 5-10% of the cryocyte bags they use have particulate and/or fibrous matter in them. Used cryocyte to freeze culture cells and state they don't notice any foreign material until after filling the bag. The bags were being used to store cultured cells. No samples are available for this complaint. Confirmed with customer that the quantity was 10 total bags with particulate.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in cryocyte bags post fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. The customer stated that they were using the bags to store cultured cells. As such, there are multiple possible sources of the particulate matter. As no sample is available, no particulate matter analysis and no further investigation is possible. (B)(4).